Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 16 mg/dl and 330 mg/dl within 1 minute on the performa system. No actions taken based on device results. The alleged product was replaced and requested for evaluation.